Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
Per medical records, it was reported that on (B)(6) 2000, patient underwent x-ray of cervical spine. Impression: no acute abnormality of the cervical spine is noted. On (B)(6) 2004, patient reported anxiety and depression. On (B)(6) 2007, patient underwent MRI lumbar spine without contrast. Impression: mild bilateral neural foraminal narrowing at l5-s1. Broad-based disc bulge at ls-s1. No spinal canal stenosis. On (B)(6) 2007, patient presented for evaluation of MRI which showed broad disc bulge at l5-s1 that does not had any foraminal component. There was some desiccation, but was not horrendous. On (B)(6) 2007, patient reported back pain and left leg pain. Patient reported back pain which was present for a long time had become worse in past 2-3 years. On (B)(6) 2008, patient presented for follow-up and discussed surgical option for anterior lumbar interbody fusion at l5-s1. Patient had transforaminal injections with some relief. On (B)(6) 2008, patient reported discogenic back pain. Patient was diagnosed with l5-s1 discogenic back pain. Pain had improved with injections. MRI showed bad l5-s1 disc. On (B)(6) 2008, patient underwent x-ray of chest which showed heart and pulmonary vessels were normal in size. The lungs showed no active infiltration and no effusions were seen. On (B)(6) 2008, patient underwent following procedure: anterior lumbar discectomy, l5-s1. Anterior lumbar interbody fusion, l5-s1. Placement of peek intervertebral spacer size 18 x 12-degree lordotic space at l5-s1, anterior tension hand plate with four locking screws and a locking plate at l5-s1. Rhbmp-2 and allograft matrix was utilized in peek spacer. Neuromonitoring and baseline signals were utilized throughout, retroperitoneal exposure of l5-s1; for pre-op diagnosis of degenerative disc disease l5-s1. Per-op notes: the disc space was incised and disc was removed with cobb elevators. The peek intervertebral spacer of size 18 x 12 degree lordotic packed with bmp and allograft matrix was placed in the disc space; positioning of which was confirmed by fluoroscopy. No complications were reported during the procedure. Patient underwent x-ray of lumbar spine. Impression: study documents anterior lumbar fusion of l5 and s1 levels in satisfactory alignment. On (B)(6) 2008, patient presented for staple removal status post anterior lumbar interbody fusion. Patient reported pain. Patient reported some issues with wound. On (B)(6) 2008, patient reported some issues with wound dehiscence. Patient had sutures and the incision was little warm. On (B)(6) 2008, patient presented for follow-up. On (B)(6) 2008, patient presented for follow-up. Patient reported acute back pain. On (B)(6) 2008, patient presented for follow-up. Patient reported pain along the muscular insertion in her low back and pain in groin, which get better after moving around. X-rays looked good with no change in position of her hardware. On (B)(6) 2008, patient presented for follow-up. Patient reported back pain and, pain on loading right hip. X-rays showed some degenerative changes. On (B)(6) 2008, patient presented for evaluation for right hip. Patient reported severe right hip pain which increases with activity. X-rays were normal. On (B)(6) 2009, patient underwent CT of lumbar spine without IV contrast. Impression: straightening of the lumbar spine, either due to muscle spasm, pain, or positioning with no evidence for acute fracture or dislocation. Anterior fusion at l5-s1 level with some degenerative changes. If symptoms persist or clinically indicated, CT study with myelogram or MRI study may be helpful for further evaluation. Patient underwent CT of pelvis w/o contrast. Impression: no acute abnormality of the pelvis. Postsurgical changes of anterior spinal fusion at l5-s1. Mild degenerative changes of the pelvis and hips. Small umbilical hernia. On (B)(6) 2009, patient presented for clinic visit. Impression: unresolved lumbar radiculopathy and foraminal stenosis. On (B)(6) 2009, patient presented for pre surgical discussion. Patient reported back and leg pain. Patient underwent x-ray of chest. Impression: mild hyperinflation of the lungs and mild fibrotic scarring, no acute change. On (B)(6) 2009, patient underwent following procedure: posterior decompression with l5-s1. Posterior spinal fusion, l5-s1. Segmental instrumentation, l5-s1; for pre-op diagnosis: right lower extremity radiculopathy and back pain. Status post l5-s1 anterior lumbar interbody fusion times one year. Residual foraminal stenosis, l5-s1. Lumbosacral spondylosis. Patient underwent x-ray of lumbar spine which showed placement of surgical retractors bilaterally. There was evidence of anterior and posterior fusion at l5 and s1. Posteriorly, pedicle screws and rods were present. Anteriorly, a side plate and two screws stabilizing the inferior endplate of l5 and superior margin of s1 was present. An intervertebral disc spacer was also found at l5-s1. Grossly alignment was satisfactory. On (B)(6) 2009, patient presented for clinic visit. On (B)(6) 2009, patient reported chronic pain.